Event description:
It was reported by the customer's father that the customer had a compromised force sensor system alarm on the insulin pump. Customer was advised to disconnect from the pump. Customer's father declined to answer any questions. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer's father stated that he will use the 530 g. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.